Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to early battery depletion. It was also reported that the right atrial lead was replaced, capped, unusable for unspecified performance issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).